Event description:
The customer reported that the therapy port connector was loose. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the therapy port connector was loose. There was no report of pt involvement. The device was evaluated at philips. The reported symptom was confirmed. The therapy port was reseated. No parts were replaced. The device passed all testing and was returned to the customer.